Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, ectatic, distal right coronary artery (rca). Reportedly, the 2.25 x 12mm nc trek was advanced for pre-dilatation and inflated twice at 18 atmospheres; however, during third inflation at 18 atmospheres the balloon ruptured. A non-abbott stent was advanced and deployed in the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.